Event description:
An end user called in to report she forgot to use the stomahesive powder and barrier wipes for crusting prior to applying her pouch, which she stated she left on for three (3) days. The end user stated she noted increased itching with the usage of the product. The end user switched to a hollister pouch, which she stated has less itching using.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was educated on skin care, the use of non-oil soap, use of stomahesive powder, allkare protective barrier wipes. The end user stated she will continue the use of the hollister 1 piece convex with tape border. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected.